Event description:
It was reported to ge that the overhead tube stand (ots), made for revolution xr/d, applies power to the clutch continuously and only is removed when the manual release switch on the collimator is pressed. The brake is only powered when the ots is being moved, either by hand, or by the motor controls. This combination is not compatible with the design of the safety mechanism. The safety mechanism software is designed and adjusted to work with either the brake or the clutch holding, but not both. Forward production will be corrected. All 13 condor sites in the field have disengaged the clutch. There were no injuries.